Event description:
On 05/26/2015, diagnostica stago, inc. Received a call from the customer ((B)(6) medical center) indicating the release of an erroneous pt result of 33.8 on (B)(6) 2015. The customer found this result to be erroneous as of (B)(6) 2015 when the result was prompted for a re-test by the physician. The re-test result was 15.7. The sample was stored in the freezer at -32 degree c. The patient received one unit of fresh frozen plasma (ffp) in response to the erroneous result that was released. This did not have a negative impact on the patient. A field service engineer was at the account on 05/24/2015 for an unrelated issue. Neither the account nor diagnostica stago were aware of the erroneous result at this time. A check of the error log indicated the following errors: waste bottle full, intermediate reservoir not filling, and insufficient vacuum. The field service engineer cleaned and replaced the waste bottle.

Manufacturer narrative:
(B)(4). The issue has been communicated to the manufacturer, diagnostica stago (B)(4) and is under investigation. At this time, it appears that this was an isolated event. A follow-up report will be submitted when more relevant information becomes available. (B)(4).

Manufacturer narrative:
Diagnostica stago has investigated the incident that occurred on (B)(6) 2015 on sta-r evolution (sn (B)(4)) and was reported to diagnostica stago inc. (Dsi) hotline on (B)(6) 2015. Several errors were found in the error log during the field service engineer's (fse) visit ((B)(6) 2015) for an unrelated issue. Those error warnings were: - waste bottle was full - intermediate reservoir was not filling - insufficient vacuum. The system files have been investigated by the manufacturer's r&d department in france. The r&d investigators stated that there is no link between the erroneous result observed in the incident and the kind of errors found in the error log. In particular, the chronometric curve of the concerned erroneous result was checked and was without issue. The r&d investigator did not identify any malfunction of the analyzer that was related to the erroneous result. Diagnostica stago has concluded that this is an isolated case whose root cause could not be identified. Please note that the customer has confirmed that the treatment (fresh frozen plasma) had no impact on the patient's health condition. Diagnostica stago has concluded its investigation into this event.

Event description:
(B)(4).